Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in ER after receiving inappropriate atp and high voltage therapy for svt. The device was reprogrammed and the patient will be monitored.